Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed an error and insulin was not pushing through the tubing. Troubleshooting was performed. Had the customer to disconnect and reconnect the tubing from the reservoir and was unable to prime the infusion set manually. The customer called back and stated that after the infusion set and reservoir was changed the insulin was squirting out during the manual prime. Advised the customer to revert to back up plan. No further info was provided.